Event description:
Facility reported that prior to use, a kink was noted in the arterial line just below the blood pump segment. The sample is available for evaluation.

Manufacturer narrative:
Device history record review: no indication of the reported defect found during a review of the device history record. Lot met all release criteria. Sample analysis report: during the visual inspection of the returned sample, a partial kink was found on the arterial line just below the adapter connector on the main line. Results: the kink could be caused due to an incorrect coiling of the arterial line. The coiling fixture was modified and new module #5770 was created to improve the coiling technique on the code 03-2722-3 and was implemented in 2004. The first lot # was 4lr910 and for the series 03-2742-9, this was implemented one month later. The first was #4nr948. We will continue to monitor for trends.